Event description:
It was reported that battery depleted too quickly. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event as the caller chose not to continue with troubleshooting.